Manufacturer narrative:
The hiv combi pt reagent expiration date was not provided. The reported event occurred on a cobas pro sb analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt and elecsys hiv duo assays performed within specifications. A review of calibration and quality control data for both assays confirmed that all relevant signals and recoveries were within expected ranges, with the exception of a few outliers for pc2 on specific days, which did not impact the overall performance. The pre-analytical handling of the samples, including storage, centrifugation, and clotting times, was reviewed and found to align with standard practices. The initially reactive results observed for the samples are consistent with the known sensitivity and specificity limitations of the assays, as neither assay achieves 100% sensitivity or specificity. False reactive results may occur, and confirmatory testing is recommended per the product's method sheets. A general product problem was not identified. The investigation concluded that the non-reactive results obtained during repeat testing were correct.

Event description:
The initial reporter alleged discrepant results for two samples tested with the hiv combi pt elecsys cobas e 100 v2 assay and the elecsys hiv duo assay on the cobas pro sb analyzer. For sample 3, the initial test on (B)(6) 2025 using the hiv combi pt assay yielded a reactive result of 1.3 coi. A repeat test on (B)(6) 2025 using the elecsys hiv duo assay yielded a non-reactive result of 0.774 coi, with subresults of ahiv 0.755 coi and hivag 0.171 coi. The non-reactive result was considered correct. For sample 4, the initial test on (B)(6) 2025 using the elecsys hiv duo assay yielded a reactive result of 1.2 coi, with a subresult of hivag 1.22 coi. A first repeat test on (B)(6) 2025 using the elecsys hiv duo assay yielded a non-reactive result of 0.755 coi, with subresults of ahiv 0.774 coi and hivag 0.751 coi. A second repeat test on (B)(6) 2025 using the hiv combi pt assay yielded a non-reactive result of 0.406 coi. The non-reactive result was considered correct.